Manufacturer narrative:
Additional information: there were no damages or kinks noted prior to inserting the product into the patient. The device was prepped normally with no anomalies noted during prep. The balloon catheter did not kink during use. The device was removed from the patient intact. All other information is unknown, such as the contrast media and indeflator used, or if the device was inserted without difficulty or removed easily from the patient. (B)(6). Complaint conclusion: the balloon of a saber pta balloon catheter (bc) ruptured at 4 atm (four atmospheres). It was removed and replaced with another balloon catheter. There was no reported patient injury. The patient was an (B)(6)-year-old male. The target lesion was the right superficial femoral artery. The lesion was heavily calcified and not tortuous. The rate of stenosis was 100%. After the lesion was crossed with a non-cordis guidewire, a saber pta bc was delivered and inflated at the lesion, but it ruptured at 4 atm. It was removed from the patient and exchanged for another balloon (sleek). The procedure finished successfully. There was no reported patient injury. The product was returned for analysis. One non-sterile unit of saber pta 3mm x 4cm 150cm bc was returned. Per visual analysis the balloon had a pinhole condition starting at 44 mm from the distal tip end. The catheter body and the hub did not present any evidence of damage. Functional analysis could not be performed due to the balloon burst observed on the device. Per sem analysis the external surface showed evidence of damage that could be related to the balloon pin hole. The center of the rupture showed evidence of damage probably induced by abrasion marks and then the rupture expanded. Marker bands and internal surface did not show any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17094144 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the reported event. The reported ¿balloon burst at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (heavy calcification and a rate of stenosis of 100%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the burst experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Event description:
As reported, the balloon of a saber pta catheter ruptured at 4 atm. It was removed and replaced with another balloon catheter. There was no reported patient injury. The patient was a (B)(6) male. The target lesion was the right superficial femoral artery. The lesion was heavily calcified and not tortuous. The rate of stenosis was 100%. After the lesion was crossed with a non-cordis guidewire, a saber pta was delivered and inflated at the lesion, but it ruptured at 4 atm. It was removed from the patient and exchanged for other balloon (sleek). The procedure finished successfully. There was no reported patient injury. The product was clinically used. And it will be returned for analysis.

Manufacturer narrative:
Please note that the analysis of the device has been updated and the complaint conclusion has been amended. Complaint conclusion: the balloon of a saber pta catheter ruptured at 4 atm (four atmospheres). It was removed and replaced with another balloon catheter. There was no reported patient injury. The patient was an (B)(6)-year-old male. The target lesion was the right superficial femoral artery. The lesion was heavily calcified and not tortuous. The rate of stenosis was 100%. After the lesion was crossed with a non-cordis guidewire, a saber pta was delivered and inflated at the lesion, but it ruptured at 4 atmospheres. It was removed from the patient and exchanged for other balloon (sleek). The procedure finished successfully. There was no reported patient injury. There were no damages or kinks noted prior to inserting the product into the patient. The device was prepped normally with no anomalies noted during prep. The balloon catheter did not kink during use. The device was removed from the patient intact. All other information is unknown, such as the contrast media and indeflator used, or if the device was inserted without difficulty or removed easily from the patient. The product was returned for analysis. One non-sterile unit of saber 3mm x 4cm 150cm balloon catheter was returned. Per visual analysis the balloon had a pinhole condition starting at 44 mm from distal tip end. The catheter body and the hub did not present any evidence of damage. Functional analysis could not be performed due to the balloon leak observed on the device. Per sem analysis the external surface revealed evidence of damage that could be related to the balloon pin hole. The center of the rupture revealed evidence of damage probably induced by abrasion. Marker bands and internal surface did not reveal any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17094144 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was not confirmed through analysis of the returned device; however a leak was noted during analysis. The exact cause of the pinhole could not be determined during analysis. Based on the information available for review, vessel characteristics (heavy calcification and a rate of stenosis of 100%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The device was received but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. (B)(6). Concomitant devices: chevalier 14 tapered 30, fmd guidewire.